Manufacturer narrative:
The main component of the system. Other relevant device(s) are:product ID: b3301542, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: b3301542, serial/lot #: (B)(4), ubd: 11-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported their healthcare provider (hcp) wanted an MRI to look at their leads and were told the neurostimulator could be programmed for the MRI. The consumer stated they knew the lead was either a half a millimeter or millimeter too short, so they were going to check the placement and measure exactly where it was where they recently noticed on a cat scan the lead was too deep. The consumer further reported the lead was too far down, the left lead was all messed up so their whole right side was affected (the right lead was good). The consumer mentioned if it was turned off for the MRI they wouldn't be able to hold still for an hour and were worried if stimulation had to be lowered down to one volt there would be no point for the MRI. The consumer then stated their surgery in july was 9 hours, with over 3 hours spent trying to find the position just for the left side lead. According to the consumer when the doctor would test the left side lead location the right side of their body went into ¿almost like a stroke¿ but it wasn't as they were hitting a capsule, their face dropped. Or their hand curled up, or their leg got super tight, and they had no idea why the consumer was responding like that because they were supposed to be the right position. The consumer stated their first deep brain stimulator (dbs) they did while they were awake with only lidocaine injections and opened their skull about two inches farther, angled it in differently, put it in their gpi and they could still feel the tremor in their hand, but they upped the voltage to 5 voltages which is how they did the testing, but their body was going into shock and they were mentally and physically drained and couldn't take it anymore so even though they still had tremors they left it like that, but now they wish they could have held out for 30 more minutes. According to the consumer the left side lead wasn't in the right place and they were on a large medication because their dystonia was so progressive. The patient began weaning down on their medication in september and noticed a big change in their symptoms, so the manufacturer¿s representative (rep) spent 3 hours adjusting and again in november or december. The consumer stated they got new leads in july and had been having visual hallucinations in their right eye (shadows and zigzags and lines and stuff that was a result of the lead placement). Surgery was scheduled for the end of (B)(6) to try to barely lift the lead and see if their symptoms stop or they were going to try a different primary cell battery as well. If they couldn't move the lead up they were going to remove and replace the left side lead and start from scratch for the left side. The rep later stated there was no MRI at this point and the patient was getting good efficacy. A CT scan was ordered by an ent physician for the patient¿s sinuses, but they were able to visualize the lead and it appeared to be in the same place that it was placed originally. The lead was placed optimally at surgery which was confirmed with patient response during the procedure and o-arm spins.